Event description:
Reporter indicated that a vns pt was experiencing periodic myoclonic jerks. Clarification from the site revealed that the event was myoclonic seizure activity, and that the pt had a history of these types of seizures. The patient's current seizure level is above prevns baseline. Vns settings were adjusted and medication changes were made. Good faith attempts to obtain additional info have been unsuccessful to date.